Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage that did not meet indi cations for implant. This was noted when the physician began to connect the device during the implant procedure. The crt-d was not used and a replacement crt-d was used with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.